Event description:
The Apollo microcatheter was returned without allegation and determined to be reportable due to the nonconformance found.

Manufacturer narrative:
H3: Product Analysis: As Found Condition: The Apollo micro catheter was returned for analysis within a shipping box, within a sealed plastic biohazard pouch and within a dispenser coil. Visual inspection/Damage Location Details: The Apollo micro catheter was found cut at 166.8 cm from the proximal end. Therefore, the cut had likely occurred near the hub. The proximal segment, including the hub, was not returned for analysis. No damage was found with the remaining micro catheter length. The detachable tip was found still attached to the micro catheter. No damage or irregularities were found with the detachable tip. Testing/Analysis: The Apollo total and usable length could not be measured as it was found cut. Conclusion: Based on the device analysis and reported information, the Apollo micro catheter was found cut. Customer did not report cutting the device and the cause could not be determined. Medtronic submits this report to comply with FDA regulations 21 CFR Parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, Medtronic, or its employees that the device, Medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.